Event description:
Previously attempted to open proximal right coronary artery chronic total occlusion (cto) with frontrunner 4 months ago. This prior procedure was unsuccessful with frontrunner entering a subintimal plane. Patient returned and was symptomatic. This time attempted again with frontrunner (fbs-3900) to attempt to open the same chronic total occlusion. The physician advanced frontrunner beyond the distal cap of the cto. After removing frontrunner, physician noticed stain but it was not severe, not free-flowing. At this time attempted with shinobi guidewire, but stain worsened and case was stopped. At the time of the procedure heparin was reversed and patient was sent to the ward. Physician felt there was just some stain and not a significant perforation. Over the next 4 to 5 hours symptoms worsened and patient began to show some hemodynamic compromise. Ultimately they decided to perform CABG surgery to treat the cto. At the time of opening the chest, there was blood in the pericardial space, not tense, or with tamponade, but it was present. Physician thought that he most likely was in a small side branch or large collateral and disrupted or perforated it, but it was unclear if perforation was caused by the frontrunner or by the shinobi guidewire.